Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, an incorrect diameter stent was in the package. The box indicated a 2.75x12mm taxus express2 drug eluting stent, however, the internal pouch was labeled 2.50x12mm taxus express2. The physician grabbed another box labeled 2.75x12mm and the internal pouch indicated 2.75x12mm. There was no patient impact. The procedure was completed with another taxus express2 stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.